Event description:
It was reported that the customer had an issue with the infusion set being detached. Customer's quick release was not connected properly to the site. Customer checked and his blood glucose level was 464 mg/dl. Customer stated that he delivered a maximum bolus amount for his blood glucose level. Customer was concerned about the high reading. Customer had some pain at the site when he inserted the infusion set today. Customer did not have any bleeding at site. The pain was like a small pinch when the set was inserted. Customer did not have any issues with the insertion device. Customer stated that his blood glucose levels were running high after the set change this morning. Customer declined troubleshooting. Customer will monitor the pump and call back for further assistance. Customer's blood glucose level during the call was 286 mg/dl. Customer stated that he knows that his settings were correct. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.